Manufacturer narrative:
The unit was received with moisture damage at the electronic assembly. There was no button error alarm. The unit had a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4)

Event description:
The customer's father called in to report a button error alarm. The caller stated the insulin pump was exposed to moisture. The customer's blood glucose level was 375 mg/dl. The customer was treated with a manual injection. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.